Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor damaged the blood pump tubing segment during a patient's hemodialysis (hd) treatment. It is unknown if this resulted in blood loss. A replacement blood pump rotor has been ordered. The patient¿s ebl is unknown. There was no patient injury, adverse event or medical intervention reported at intake. Sample will be available to be returned to the manufacturer once the part is replaced. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t machine's blood pump rotor damaged the blood pump tubing segment during a patient's hemodialysis (hd) treatment. It is unknown if this resulted in blood loss. A replacement blood pump rotor has been ordered. The patient¿s ebl is unknown. There was no patient injury, adverse event or medical intervention reported at intake. Sample will be available to be returned to the manufacturer once the part is replaced. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The become aware date for the malfunction captured in this file was incorrectly stated on the medwatch form as 07/16/2024. The correct date is 07/15/2024.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor damaged the blood pump tubing segment during a patient's hemodialysis (hd) treatment. It is unknown if this resulted in blood loss. A replacement blood pump rotor has been ordered. The patient¿s ebl is unknown. There was no patient injury, adverse event or medical intervention reported at intake. Sample will be available to be returned to the manufacturer once the part is replaced. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.